Event description:
It was reported that the patient contacted support stating that an insulin cartridge was leaking and that blood glucose levels were elevated. The patient reported a blood glucose value of 288 mg/dl. Upon inquiry, the patient stated that there were no visible cracks on the cartridge. Supply change steps were discussed, including the amount of insulin to be added to the cartridge. The patient declined additional instructional materials and stated an intention to continue using a specific fill amount going forward. The cartridge lot number was documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.